Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-09081. It was reported that the patient's stimulation was turning off randomly. Interrogation showed high impedance that may have been caused by the l5 lead migrating out of the drg foramen. Surgery addressed the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
Related manufacturer reference number 1627487-2019-09081. It was reported that surgical intervention took place to replace the patient's ipg and l5 vertebral level drg lead. Surgical intervention addressed the issue. Further information was requested but has not been received.